Manufacturer narrative:
Evaluation is anticipated upon receipt of the descrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but no t yet begun. This report is based on information supplied to us without or independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that the guide catheter separated while being removed from the patient. The physician inserted the guide catheter into the patient and attempted to engage the vessel and was not successful. The physician attempted to remove the guide and the shaft separated. The physician was able to successfully remove the separated section located on top of the guide wire. The physician continued the case with a new guide catheter. The patient is reported to be fine.